Event description:
It was reported that the patient went to the hospital for chest issues and the device was found to have an elective replacement indicator (eri) battery voltage and an excessive charge time. The pacing outputs were adjusted and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. The event is being reported due to an alleged malfunction. (B)(4).